Manufacturer narrative:
Results: the 3max was fractured approximately 65.5 cm from the hub. Conclusions: evaluation of the returned device revealed that the 3max was fractured. This type of damage typically occurs due to improper handling during removal from the packaging hoop. If the device is forcefully retracted from its packaging hoop at an angle, damage such as this may occur. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a thrombectomy procedure, the physician noticed that a penumbra system 3max reperfusion catheter (3max) was broken mid-shaft upon removal from its dispenser hoop. The damaged 3max was found prior to use and therefore, it was not used in the procedure. The procedure was successfully completed using a new 3max and a penumbra system 5max ace reperfusion catheter.